Manufacturer narrative:
One rfapad and one rfa2030 were received for evaluation. Review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found no defects. The investigation found the gel on the pad was intact with no voids. The term cover was present and aligned correctly. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that after 20 min of ablation, the return electrode was found hot at the site and it was cooled down. After a while a high energy error with electrode occurred and the generator stopped by itself. The return electrode was replaced from the patient's left thigh to right and the ablation was started. After ablation of 10 minutes the case was completed. The tumor was ablated properly. The patient thighs were checked after the surgery and some blisters are found on both inner thighs. Steroid was applied to the blisters.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that after 20 min of ablation, the return electrode was found hot at the site and it was cooled down. After a while a high energy error with electrode occurred and the generator stopped by itself. The return electrode was replaced from the patient's left thigh to right and the ablation was started. After ablation of 10 minutes the case was completed. The tumor was ablated properly. The patient thighs were checked after the surgery and some blisters are found on both inner thighs. Steroid was applied to the blisters.